Event description:
During a ptca treatment procedure involving a calcifled lesion in an unspecified coronary artery, the maxxum energy balloon was suspected to have ruptured after 16 atm's on the initial inflation. Extrusion of dye into the vessel distal to the balloon was noted. The patient was asymptomatic during this event. A 6f guide catheter (type unk) and an encore26 inflation device were also used in this case, but the size and type of introducer sheath and guidewire used are unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.